Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 28mm tricuspid annuloplasty ring, it was removed and replaced with a non-medtronic device. The physician reporter he could not get the valve to be competent using his typical suturing technique with the 28mm ring. An alternative suturing technique was used with the replacement device and the patient's valve became competent when tested. The physician reported the curvature of the 28mm ring was greater than normal. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the band was discolored and stained showing evidence of blood contact. Small needle holes were observed along the ring showing placement of implantation sutures. There were no damages noted on the ring. Radiography showed no evidence of distortion or fractures on the ring. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Surgeons often attempt to repair valves in lieu of replacing them in an effort to preserve the native mitral anatomy. There are times when valve repair is attempted using a repair device and subsequent post-repair evaluation demonstrates an inadequate result. This is potentially due to, but not limited to, suboptimal anatomy, surgical technique, or inappropriate sizing, rather than a malfunction of the device. In this case, it was stated by the physician the curvature of the ring was greater than normal. Device history record review and radiography showed no issues with the device related to the reported complaint. The reported curvature issue could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that no device was ultimately implanted in the patient. The physician used an alternative surgical technique to get the patient's tricuspid valve to become competent without the need for an annuloplasty device. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.